Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 416 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.